Event description:
It was reported that device diagnostics resulted in high impedance. The device was programmed off after observing the high impedance and the patient was referred for x-rays. It was reported that the patient reported experiencing an increase in seizures over the past two months. The patient was referred for surgery. No known surgical interventions have been performed to date.

Event description:
Additional information was received that the patient underwent a generator and lead replacement surgery (B)(6) 2015 due to prophylactic generator replacement and lead discontinuity. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.